Manufacturer narrative:
An event regarding pilot wire not passing through the reunion rsa baseplate centering guide was reported. The event was confirmed. Method & results: device evaluation and results: the device showed signs of use. The device was examined with the aid of a stereo microscope. Debris was present inside the shaft of the device. It was determine the debris was likely from a pilot wire. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation determined the likely root cause of the event to be debris found inside the shaft of the baseplate centering guide. It was determined that there was rubbing of the k-wire causing a large amount of debris. Due to the debris build up the wire will not be able to pass through the guide. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a right reverse shoulder procedure, the pilot wire would not pass through the guide. Surgeon was able to complete the case without any delay or adverse consequence to patient. Upon further inspection of the guide after the case while rebuilding the kit, sale rep inspected and noticed that there are burrs on the inside of the pilot wire guide.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during a right reverse shoulder procedure, the pilot wire would not pass through the guide. Surgeon was able to complete the case without any delay or adverse consequence to patient. Upon further inspection of the guide after the case while rebuilding the kit, sale rep inspected and noticed that there are burrs on the inside of the pilot wire guide.